Event description:
Additional information received reports the patient was claiming that the ins (stimulator) battery was turning off on its own many times. There were no falls or trauma and all impedances were fine. The patient was in an electric wheelchair. The patient knows how to use the programmer and she checks to see if it was on and it was off. It was reported two days later that on (B)(6) 2015, the representative met patient who erroneously reported her battery was turning off however, upon further investigation the patient was misreading her icon programmer. In addition to patient education to use icon programmer a new antenna was given to patient. The patient both verbalized and demonstrated understanding of utilizing icon programmer post education.

Event description:
It was reported that the stimulation turned off periodically and the patient had to use the programmer to turn it back on. This issue started 2 months after device was replaced. Follow-up is being conducted to determine patient outcome and whether or not any actions were taken.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-33, lot # v828949, implanted: (B)(6) 2012, product type lead. (B)(4).